Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was related to the device, which would not turn on. Based on provided information, the cause of the issue was related to transformer and drainage valve. The issue has been resolved by replacing transformer and drainage valve and the device was delivered to the user in working condition. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Servo ventilator or flow anesthesia switches to 100% oxygen when loosing air inlet pressure (and appropriate alarms will be generated). Moreover, there is no indication that the compressor delivered compressed air to the ventilator with a relative humidity that exceeded the specification due to malfunction of drainage valve. The drainage valve is powered with 12 v and electrically controlled by the printed circuit (pc) board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. The root cause to the reported issue related to defective drainage valve has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
UDI related data quality updates. This event occurred on the (B)(6) market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).